Manufacturer narrative:
Updated fields: d9, h2, h3, annex code b, c and d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have various scratch marks with light material removed on the instrument's curved blade. The scratch marks varied in length and were located on the flat side and the bottom of the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was not returned for failure analysis. A review of images provided by the customer shows a harmonic ace instrument where the curved blade does not appear to be broken. The teflon pad appears to be deformed, but nothing looks broken or missing. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace instrument broke and fragments fell inside the patient's body. The fragments were retrieved during the same surgical procedure which was completed robotically using a new, backup harmonic ace instrument.